Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer stated the alarm was resolved by an infusion set change. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.